Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with systemic sepsis and vegetation was present on tricuspid valve. Moreover, the screw did not retract and laser was used to remove this lead. There were no additional adverse patient effects reported. The ra lead was explanted.